Event description:
It was reported that a pediatric extension sets tubing cracked and leaked during infusion. The set was being used to infuse lactated ringers and propofol. The tubing cracked above and below the hemostat when it was used to clamp off the line. There was no patient injury, medical intervention or adverse event associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The actual device was not available; however, a companion sample was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing simulating use, pressure testing, and clear passage testing were performed on the device; all passed successfully with no issues noted. Therefore, the reported condition could not be verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.